Manufacturer narrative:
Correction: the device was not explanted, as previously reported. The implanted device remains insitu. Explantation is planned; however has yet to occur as of the date of this report. June 21, 2016. Implanted device remains.

Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to a cholesteatoma. Re-implantation is planned; however, has yet to occur as of the date of this report, (B)(6) 2016.